Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the physician encountered difficulties in advancing the stent to the lesion. The device was removed and the mid portion of the stent was found to be frayed with stent struts sticking up. The procedure was completed with no patient complications were reported.